Event description:
It was reported via legal documentation that a patient has an "upcoming procedure, scheduled for (B)(6) 2024". Implant date is not reported, devices were not reported, reason for pending revision is not reported. No further information is available.

Manufacturer narrative:
H10. H6. Investigation results- there is no patient or device information. Patient is pending revision surgery for an unreported reason. The cause of the patient's condition as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.